Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that his daughter was hospitalized due to high blood glucose of 406mg/dl. Customer declined troubleshoot for high blood glucose. Customer states that they had issue with java. Insulin pump will not be return for analysis.